Manufacturer narrative:
Exact date unknown, event occurred over the past few months that the stimulator was taking more charging than normal from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was charging the ipg frequently. The patient underwent an ipg replacement procedure for an MRI compatibility. The patient was doing well postoperatively and the explanted ipg was disposed by facility.